Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 vasoshield c-ring on broke in half. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history (or alternatively, "there was no nonconformance recorded in the lot history which would be considered related to the reported event" if there was something unrelated). (B)(4).